Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059p) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - evaluation showed that the skull clamp needed to be opened, cleaned, greased, and adjusted according to manufacturer specifications. To resolve the issue, the unit has been subjected to a successful functional check and it meets manufacturers specification. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is the swivel lock was loose due to routine use and wear of the clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the "force aplier" (mayfield modified skull clamp a1059p) got loose during surgery when patient was placed in ventral position (ventral decubitus). It was further reported that the skull clamp was put in place at the beginning of the procedure, and it took 3 attempts to set it up properly, which caused a delay in the procedure. This is the only information available, and no additional information could be provided by the medical team, so the delay and date are unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.